Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. Upon investigation, pins 1 and 9 in the belt trunk cable connector was bent and the belt was unable to connect to a monitor. The root cause for the bent pin was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During investigation of a belt for an unrelated issue, a reportable malfunction was found. The belt connector had bent pins and was unable to connect to a monitor.